Event description:
It was initially reported that the physician's office was having communication issues with the wand for their programming system. Troubleshooting was performed where the 9v battery for the wand was replaced, as well as the serial adapter cable switched with another cable. Follow up troubleshooting determined that there were intermittent communication issues caused by the usb to db9 serial adapter cable which resolved with a new cable. The suspect serial adapter cable was returned and is currently undergoing product analysis. No additional pertinent information has been received to date.

Event description:
Product analysis of the returned usb to db9 cable was completed. An interrogation was attempted to be performed with the cable and a known working tablet and wand, but was unable to be completed. The serial cable's db9 hood was opened and it was determined that the white data- and green data+ wires were no longer soldered on the serial cable pcb. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. No additional pertinent information has been received to date.

Event description:
The contact phone and fax numbers for the initial reporter were made known to the device manufacturer. Attempts for additional pertinent information on the event and suspect device have been unsuccessful to date.